Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that no revision to place 2 new extensions and the ins had taken place but it was confirmed the prime cell ins and 2 extensions were explanted. The patient was currently being treated for the infection and it was unknown if it had resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015-, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for other and movement disorders. It was reported the patient had an infection at the ins site. The healthcare professional (hcp) determined the patient had a sensitivity behind the ear when the area was palpated at the lead/extension connection. The extension and the ins were removed but no new components were placed on the day of report as the hcp was concerned of a possible infection at that location (nothing confirmed at this time). There were no further complications reported or anticipated.